Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited interrogation failure and failed to derive magnet response as well. No intervention was performed. The patient was stable.